Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported that the patient is not feeling stimulation and they don't know how to turn it back on/adjust it. Caller stated that the controller is blank and unresponsive. Its not doing anything. Agent walked caller through removing the batteries and stretching the springs in the battery compartment; confirmed using duracell brand new batteries and reinserted; confirmed controller powers on. Caller was able to synch and controller showed that stimulation was off. Agent walked caller through turning stimulation back on but patient stated they still don't feel any stimulation. Agent walked caller through increasing however still patient was not feeling stim. Agent walked caller through changing from group h to group a; confirmed they are now feeling stimulation strong/comfortable at the intensity they are normally on. Caller was not sure why or how the stimulation turned off. Caller stated they usually charge the ins once a week. Agent reviewed they may need to charge more often to prevent discharge/ins turning off. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. They reported that they let the battery get too low and needed help getting it on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.